Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who experienced recurring inflammation/nodules in the treated areas 6 months post miradry treatment. The patient was diagnosed with hidradenitis suppurativa, since the patient had a history of nodules appearing prior to the treatment.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Patient identifier requested.

Event description:
Clinic reported a patient who experienced recurring inflammation/nodules in the treated areas 6 months post miradry treatment. The patient was diagnosed with hidradenitis suppurativa, since the patient had a history of nodules appearing prior to the treatment. Symptoms resolving as of 8.8 months post-treatment.